Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found that partial lead was returned. An insulation abrasion noted at 5.3 cm to 5.5 cm from the connector pin exposing the outer coil. The abrasion is consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.